Event description:
A st. Jude medical inquiry report dated (B)(6) 2014 states that the ICD sensed noise from the rv lead that was binned as ventricular fibrillation (vf), triggering non-sustain vf episodes. The patient reports the ICD feels loose in the pocket and it can be pushed around a little. No x-ray was taken. The physician does not want to revise the pocket and will follow the patient at regular intervals. The physician was dr. (B)(6) at (B)(6) associates in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).